Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar with kinks in the hypotube located 36 cm and 37.5 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device was kinked. The 98% stenosed, 38x2.75mm target lesion was located in the severely tortuous distal and middle right coronary artery. A 145 guidezilla¿ was selected for use. During the procedure, it was noted that the device was kinked. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient's complication was reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.